Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This device was identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of adriamycin, which is red in color, at an unspecified rate. After an unspecified length of time in use, the nurse noted that the red colored solution from the secondary solution container had backflowed into the primary solution container. The pharmacy was called to verify the compatibility of the two solutions. The customer contact reported that after the compatibility was verified, the solution in the primary solution container was delivered to the patient using the same tubing set. There were no reported adverse patient effects and no reported delay in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided.